Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).

Event description:
Nurse reported system was locking windows and translator. Four patients had received topical anesthetic, at the time of reported event. There was a delay of 30 minutes or more, to complete surgeries on the four patients. There were no injuries to the patients.